Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the pcoip. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the camera cart monitor was going black, unresponsive, and showing an extended pcoip connection screen. No patient present.

Manufacturer narrative:
Additional information: the pcoip client was returned to the manufacturer for analysis. Analysis found that logs indicated there was a software reboot at 2 min 43 second and 49 seconds. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.